Manufacturer narrative:
Concomitant medical products: 507652 lead implanted (B)(6) 2005; ddbb1d1 ICD (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alerts from the device and was admitted to the hospital. A check on the device shows alerts from the right ventricular (rv) lead for high impedance on the rv coil, and high impedance on the subcutaneous high voltage superior vena cava (svc) lead. The svc lead also had increased impedance measurements and a fracture was suspected. The svc lead was programmed off and remains in the patient. Defibrillation threshold testing (dft) was successfully performed on the rv coil, and it remains in use. No patient complications have been reported as a result of this event.